Manufacturer narrative:
(B)(6).

Event description:
It was reported that after wound closure the physician tested the implantable cardioverter defibrillator (ICD) had it failed to terminate the ventricular fibrillation (vf) event. The polarity was changed and again the event was not terminated. Both events had to be terminated by external direct current. Additionally the right ventricular (rv) lead was difficult to insert initially and was placed in another location. The device and lead remain in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.